Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails. Faulty psa discovered during regular pm and psa test. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4). Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly.